Manufacturer narrative:
The nail was removed and the patient was implanted with a new solid nail without incident. It was reported that the patient may have been weight bearing prior to consolidation. To date, the patient is doing fine and no negative outcomes were reported. Visual inspection of the returned device confirmed that the nail had separated. The damage to the housing tube portion of the nail was most likely due to the patient weight bearing prior to full consolidation. A DHR review revealed that the nail met all of the required quality inspections and was released within specifications.

Event description:
A distributor reported that a patient's precice nail was removed after over four (4) months of implantation. The surgeon alleged that the nail appeared to have separated after reviewing x-ray images.